Event description:
It was reported via a european journal of gynecological oncology article titled, ¿short-term outcomes for patients with endometrial cancer who received robot-assisted modified radical hysterectomy: a retrospective observational study¿ (tanaka, t., ueda, s., et al., 2021) that ¿one major injury occurred during surgery.¿ there was no malfunction of a da vinci system, instrument or accessory during this procedure. There were no other intra-operative complications other than the initially reported vessel injury. The procedure was completed robotically. It was reported that 100ml of blood was lost due to this event. On 05-jul-2021, intuitive surgical inc (isi) followed up with the author and obtained the following information: the patient did not experience any intra-operative complications. The procedure was completed robotically. The vessel that was damaged was the right common iliac vein. It was unknown how much blood loss occurred. It was unknown if a blood transfusion was required. No further information was provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A system log review cannot be performed at this time because of insufficient product information. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed since there is insufficient or unconfirmed product/event information. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: it was alleged that during a robot-assisted modified radical hysterectomy, ¿one major injury occurred during surgery.¿ the vessel that was damaged was the right common iliac vein. It was unknown how much blood loss occurred. It was unknown if a blood transfusion was required. No further information was provided. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.